Event description:
On 7/11/97 the advantajet was delivered to rptr's home. On 7/15/97 rptr was trained over the phone on how to use the injector. After using it three (3) times, during training trials, there were three marks that looked like .22 cal. Bullet wounds. On 7/18/97 there were darkened bruises around the area: swelling and discomfort seemed to be subsiding. Dr. (Rptr's) pcp examined the wounds and was very alarmed. Dr. Called from his office the 800 number and spoke with a rep. Afterwards rptr came on line and the rep suggested to take another test shot to which rptr objected. Rep then suggested to change the nozzle of the injector to a finer one. To this date rptr has not received it. Rptr's complaint is that they feel their medical needs have not been met.